Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received shock and was treated with medication. In addition, the patient had electrolyte imbalance. Boston scientific technical services (ts) reviewed and stated that the anti-tachycardia pacing (atp) and shock delivered appeared to be for supraventricular tachycardia (svt) rather than a ventricular tachycardia (vt). Further, there was a therapy exhaustion noted. Ts further explained the event and suggested lowering the rhythm match percentage to allow more beats to be correlated and delaying therapy for the future events. Additional information received indicating that reprogramming was done. This ICD remains in service. No adverse patient effects were reported.